Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Caller alleging discrepant inratio values compared with physician's poc results (B)(6) no reported adverse patient sequela. No additional information provided.

Manufacturer narrative:
Investigation conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. In-house testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Although an improper technique was identified in the complaint, root cause of the complaint is unable to be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.